Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and identified that the system was not starting due to the damage of d-sub pin sets unc. Upon troubleshooting actions, fse also discovered a problem with the wired footswitch. Fse replaced both the d-sub pin sets unc and wired footswitch. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.